Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that there were difficulties registering the patient. The surgeon attempted three-point touch, but the second point populated way on the patient's left when it should have just been superior to the nose. The third point populated on the patient's cheek. The manufacturer representative (rep) did state that the site had a merged exam that contained the patient's neck and chest. The rep recommended cropping the exam so it was more to protocol, but there were still registration difficulties. The rep instructed the site to switch to a minimum trace based registration. The site continued to fail several times. The surgeon passed it once, but it was over 2 cm inaccurate when navigating to known anatomical landmarks. There was a less than one hour procedure delay before the surgeon aborted the use of the navigation system and cancelled the case. The procedure was aborted after anesthesia had been administered, but prior to an incision being made. The procedure was rescheduled for a later date, but there was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.0.1. H3: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, fdc d14, d15 are applicable to the system checkout and software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.